Event description:
The customer reported that the arm control panel showed a check sum error, and the system didn't boot up.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep verified the problem checksum error message coming up and unit was not booting. He replaced the sram and reloaded software. The system operates as intended.